Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2014-03901 and 2134265-2014-04158. It was reported that automatic pullback failure occurred. During an intravascular ultrasonography, an atlantis sr pro was used to a 70 percent stenosed lesion located at the left main artery. The doctor attempted to use the catheter to diagnose the lesion, normal image had shown, however, there was no response when the pullback button was clicked. They closed and restarted the system but when they pressed the imaging button no response occurred. So the doctor diagnosed that the connection of the catheter had a problem. The doctor changed another catheter and restarted the system, but the system could not be restarted and imaging could not be performed. The procedure could not be completed due to this event. No patient complications reported and the patient's condition is stable.